Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose level was 5.3 mmol/l at the time of the incident. Customer reports the pump error did not clear. Customer reports the insulin pump had crack down the battery compartment. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm, problem isolated to the electronic assembly. Unable to perform displacement, rewind, prime, basic occlusion, force sensor, occlusion, and self tests due to critical pump error (open book image) alarm. Device received has a crack on the battery tube which starts at the corner of the belt clip rails.